Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j94142198, implanted: (B)(6) 1994, product type: catheter. Product ID 8703, lot# j94142198, implanted: (B)(6) 1994, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was reported by a device manufacture representative regarding a patient receiving an unknown medication (unknown concent ration, dose and lot number) via a pump. The pump indication for use (IFU) was noted as spinal pain and other chronic/intract pain (trunk/limbs). The representative reported that during a standard pump replacement, the healthcare provider (hcp) did a dye study and couldn't get any cerebrospinal fluid (csf) back so they were possibly going to replace the catheter as well. No patient symptoms were reported. It was later reported that a rotor/dye study was performed in interventional radiology (ir). The hcp was unable to aspirate from the catheter access port (cap). The patient's pump was then replaced successfully on (B)(6) 2015. Good csf flow was reported by the physician during the procedure, which prevented the patient from having a catheter revision/replacement. If additional information becomes available a follow-up report will be submitted.